Event description:
Stage 1 pressure injury lateral left foot. Ox probe site changed with first assessment of infant. Two round darkened spots noted on lateral part of infant foot and a indented darkened mark on bottom of foot. Pulse ox probe changed and replaced.